Event description:
During a procedure an attempt was made to use two onyx frontier coronary drug eluting stents when stent deformation occurred and it was reported that the catheter/delivery system was deformed, the devices were damaged, with the shafts broken and the stents flaredout. There was no damage noted to the devices packaging. There were no issues noted when removing the devices from the hoop. There was no resistance noted when removing the protective sheath. The devices were inspected before use and after removal of the protective sheath. The first onyx frontier stent inspected appeared damaged when removing the device from the hoop. This device was not used in the patient. It was stated that the damage was noted to the second onyx frontier stent after it had failed to cross the lesion. The protective sheath was gripped on the most distal end of the sheath during removal from over the stent/balloon. The stents were not handled directly post removal of the protective sheath. Negative prep was not performed. The lesion was pre-dilated. The lesion being treated was moderately tortuous, with minimal calcification located in the left anterior descending artery (lad). The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. The procedure was completed with a 2.25 x 23 mm non-medtronic des stent. No patient complications were reported as a result of the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.